Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. ¿ rupture: no openings observed in the device additional observations: ¿ deformation observed in the device. ¿ wear abrasion observed in the device. ¿ yellow particles observed in the surface of the device. ¿ crease fold observed in the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture and "textured implants". Device remains implanted.

Event description:
Healthcare professional reported left side rupture and "textured implants". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.